Manufacturer narrative:
H6: code 22: according to the gore® tag® conformable thoracic stent graft instructions for use (IFU), adverse events which may require intervention and/or conversion to open repair include, but are not limited to: endoleak. Replaced: health effect clinical code 1708 with 4580. Retracted: health effect impact code 4642.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for a thoracic aortic acute type b dissection and was treated with a gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2020, follow-up imaging revealed a type 1a endoleak as well as an enlarged diameter of the false lumen. It also was reported that on the same day, the endoleak was treated with an additional gore® tag® conformable thoracic stent graft with active control system tgm454520e extending proximally and intentionally covering the left subclavian artery. The patient tolerated the procedure.